Event description:
It was reported, the lcd monitor had a power supply failure. The issue occurred during the therapeutic procedure, and it was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that there was a ghost image. In addition, there were cracks and scratches on the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the power supply failure could not be determined as the event was not confirmed. Olympus will continue to monitor field performance for this device.